Manufacturer narrative:
The investigation into the battery failure (red alarm) power issue has been completed. The automated impella controller (aic) was not returned for investigation. The cause of the battery failure alarm was due to depleted batteries. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller failure red alarm with no resolution specified. There was no patient involvement.